Manufacturer narrative:
(B)(4). The lot number of the sample was originally reported as 'unknown'; however, the lot number of the sample received was 098157. A device history record (DHR) review was performed on the lot number of the sample received (098157) and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the visual exam, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the adaptor that connects to the flowmeter is indented and therefore all of the flow was lost and did not supply the patient with low flow oxygen.no patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. Regarding this issue a CAPA file #(B)(4) was opened to further investigate this issue. According to the CAPA investigation so far the root. Cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the adaptor that connects to the flowmeter is indented and therefore all of the flow was lost and did not supply the patient with low flow oxygen. No patient injury reported.